Manufacturer narrative:
(B)(4). The reported complaint was confirmed through examination of a returned product sample. The customer provided a peel-away sheath that was broken into three pieces. The sheath was separated along the score lines and one of the tabs was separated from the sheath body on one half. Microscopic examination of the separated tab revealed that the inside was smooth and an outline of the tab was observed on the sheath body. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site. This product is included in recall z-2462-2015. Affected product was shipped to this customer prior to the event.

Manufacturer narrative:
(B)(4). Correction: based on the design of the returned sample, the catalog number, common device name, brand name, 510(k) have been updated.

Event description:
It was reported the procedure was being performed in the intensive care unit. After the catheter was inserted they were removing the peel-away sheath. The one orange tab broke off at the proximal end when the hub was cracked for removal. The clinician was able to remove the sheath without any intervention. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). A sample will not be returned for eval.